Manufacturer narrative:
Should have been checked for company representative.

Event description:
It was reported that the patient presented with complaints of chest pain, palpitations and muscle stimulation. Upon interrogation, undersensing was noted on the right atrial lead. The device was reprogrammed and the issue was resolved. The patient symptoms were resolved.